Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported experiencing unexplainable elevated blood glucose of 276-336 mg/dl over the last few days. His normal blood glucose range is 120-150 mg/dl. He stated that he changed his insulin cartridge, infusion set, and infusion site location in an attempt to lower his blood glucose. To troubleshoot, the pt was instructed to disconnect from the infusion site and to perform a bolus. No insulin dripped from the end of the infusion tubing. The infusion tubing had not been sufficiently primed. He was assisted with changing the insulin cartridge and properly priming the infusion tubing. Upon follow up four days later, the pt reported that his blood glucose had lowered and measured 109 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.